Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector was set to the secondary sensing vector. Technical services reviewed the electrograms and discussed options with the clinic. There were no additional adverse patient effects. The system remains implanted.